Event description:
It has been reported that during the procedure, this device failed to pace or sense. There is no report of pt injury. No pt info is available. The device is being returned for eval.